Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported that the lead impedance increased to 1040 ohms. The patient heard an alert for impedance out of range. Oversensing was detected, and the patient received inappropriate shocks. The lead was explanted. No further patient complications have been reported as a result of this event. Further information received indicates that the patient presented to the ER with the inappropriate shocks. An apparent lead fracture and possible lead insulation break were also noted.